Manufacturer narrative:
Reported event: it was reported that during a mako tha case, half way through reaming the acetabulum, the reamer basket got stuck, possibly due to the high friction between reamer and bone. The acetabulum preparation was completed using a manual power tool. The rep reported that the case went well and at the end the rep performed multiple mics status checks, finding that the electric current was outside the recommended range. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Functional test: a functional test was carried out by the rep and indicated the following comments: "I performed multiple mics status checks, finding that the electric current was outside the recommended range". Results of the status check can be viewed within the attachment supplied. Product history review: device history records indicate 25 devices were manufactured under lot k0ann and 21 devices were accepted into final stock on 01-08-2018. A review of qt18-01-0018 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k0ann shows 02 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During a mako tha case, half way through reaming the acetabulum, the reamer basket got stuck, probably due to the high friction between reamer and bone. When the surgeon pushed the mics trigger again, the handle of the mics spinned in his hand, hurting a bit his wrist. He tried again but with same result. Myself and my colleague james lew (joint replacement territory manager) suggested the surgeon to use a smaller reamer, because he had been reaming using a reamer the same size of the final cup (54 mm) from the start. A smaller reamer could have minimised the friction between reamer and bone. He was a bit frustrated and therefore decided not to follow our advice. So he finished off the acetabulum preparation using a manual power tool. He also suggested that there might have been a problem with the mics. Overall, the case went well and at the end I performed multiple mics status checks, finding that the electric current was outside the recommended range. I repeated the tests with another mics, but the results were always good, i.e. Within range. I informed the surgeon about the results of these tests, and I ordered a replacement mics. I also asked our field service engineer (B)(6) to pick up the problematic mics and check it.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During a mako tha case, half way through reaming the acetabulum, the reamer basket got stuck, probably due to the high friction between reamer and bone. When the surgeon pushed the mics trigger again, the handle of the mics "spinned" in his hand, hurting a bit his wrist. He tried again but with same result. Myself and my colleague (B)(4) (joint replacement territory manager) suggested the surgeon to use a smaller reamer, because he had been reaming using a reamer the same size of the final cup (54 mm) from the start. A smaller reamer could have minimised the friction between reamer and bone. He was a bit frustrated and therefore decided not to follow our advice. So he finished off the acetabulum preparation using a manual power tool. He also suggested that there might have been a problem with the mics. Overall, the case went well and at the end I performed multiple mics status checks, finding that the electric current was outside the recommended range. I repeated the tests with another mics, but the results were always good, i.e. Within range. I informed the surgeon about the results of these tests, and I ordered a replacement mics. I also asked our field service engineer (B)(4) to pick up the problematic mics and check it.